Event description:
It was reported that during a laparascopic fibroid removal, the device would not morcellate when activated. The procedure was converted to an open procedure. There were no adverse patient consequences.